Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint was confirmed. Functional testing found the device does not change status once you lock the pump. The cause was the latch/lock mechanism sensor. Further testing found the upstream occlusion (uso) seal was ¿buckling¿. Replaced latch/lock mechanism sensor and uso seal. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting the lock mechanism. There was no patient involvement. The issue was discovered during testing.